Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited beeps. It was reported that the nurse began the process of changing pumps. The pump was changed with no issue and after it was switched out, the defective pump had no disposable clamp tubing error. No patient consequences were reported. No adverse effects were reported.